Event description:
It was reported that the patient's controller was not working and would not stay on. Patient stated the controller would turn off all the time and when it did stay on it would stay on for 20 seconds and then would shut off again. Patient also said the controller charge was fine but would not power up anymore. During the call patient controller was at 50% and pt said controller is not holding charge like it should, controller went blank as well. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Analysis found, battery out of electronics specification. Failed cycle count, failed state of health, failed full charge capacity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product type product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type analysis of the controller, model 97745nt, s/n (B)(6) found case front failure - replaced lcd, blank/white/pixel multicolor/no display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: m995402a001, serial#: (B)(6), product ID: 97745nt, serial#: (B)(6). H3: analysis of the intellis battery pack, model m995402a001, s/n#: [(B)(6)] revealed, battery out of electronics specification. Failed cycle count, failed state of health, failed full charge capacity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.